Manufacturer narrative:
(B)(4). The customer reported that the device failed to op check and the pads were slow to respond when the charge button was selected. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed op check and the pads were slow to respond when the charge button was selected. There was no reported pt involvement.